Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, a sales representative reported via email that two ar-2260bc biocomposite distal biceps implant systems experienced an issue during a repair procedure on (B)(6) 2025. While holding tension to insert the screw into the radial tuberosity drill tunnel, the sutures snapped inside the screw, preventing proper tensioning. Despite the issue, the case was completed, and no adverse effects or patient harm were reported. Additional information was received on 08/22/2025: the issue occurred intraoperatively, and the snapped suture was removed from the patient. The suture failure happened during the insertion of the 7 mm x 10 mm biocomposite tenodesis screw from the kit. The case was completed using an ar-2260bc biocomposite distal biceps implant system. The procedure was delayed by approximately 15¿20 minutes, but no additional anesthesia was administered. This event occurred during a distal biceps repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging, and/or excessive force being used.